Manufacturer narrative:
The thermogard xp ivtm console was evaluated and serviced at the customer site by zoll technical service. The customer's reported complaint of the thermogard xp ivtm console displayed tcmid: 01 (pump failed) error message was confirmed in the archive review but not during the initial functional testing. There were no device deficiencies found during the evaluation of the console, which could have caused or contributed to the reported tcmid: 01 error message. No physical damage observed on the console during visual inspection. The console passed all functional tests without any issue. The console performed as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(4).

Event description:
As reported during patient use, the thermogard console displayed tcmid: 01 (pump failed) error message. Multiple attempts to clear the tcmid: 01 error by rebooting the system were unsuccessful. The doctor made the decision to switch to an alternative therapy with medications. No known patient consequences were reported. No additional information provided.